Event description:
It was reported that during a transcatheter aortic valve implant procedure, it was decided to utilize a 26 millimeter (mm) valve instead of a 29 mm valve due to the sinus of valsalva being less than 2 mm smaller than required for the 29 mm valve. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed to 80% at a depth of 4-5 mm from the aortic annulus. At 95% deployment, the valve dislodged towards the patient's aorta. Subsequently, the valve was snared and a second 29 mm valve was prepared and advanced through the patient anatomy with the use of a dcs. The 29 mm valve was then intentionally positioned and deployed 6-7 mm from the aortic annulus to avoid interaction with the coronary ostia. Per the physician, the 13% over expansion of the 26 mm valve contributed to the dislodgement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0013189103); product type: 0195-heart valves; implant date: n/a; explant date: n/a, h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the medtronic guidewire did not cause or contribute to the dislodge.